Manufacturer narrative:
Batch review performed on 12 septemebr 2023. Lot 2101457: 314 items manufactured and released on 28-may-2021. Expiration date: 2026-05-02. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 12 septemebr 2023:: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2103125: (B)(4) items manufactured and released on 21-apr-2021. Expiration date: 2026-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 year and 11 months from the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully.